Event description:
Additional information was received from a health care professional via a manufacturer representative. It was reported that the cause of the high impedance was not determined, and it was unknown if the x-ray had been performed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had not experienced significant symptom improvement with the therapy, however they recalled improvement during the evaluation. Since the patient's most recent back surgery to correct a 'pinched nerve', the patient had experienced pain across their lower back, down their ble and more prominent in their rle. The pain was described as intense throbbing, it was worse at night when supine, although it continued throughout the day. The indicated they had discontinued use of their device since (B)(6) 2020, when they had turned it off. They said that since turning the device off they had no change or improvement in either overactive bladder symptoms or pain. An impedance check and battery longevity check were performed. Impedance check was performed both below and at the standard 1.0 amps due to previous patient low amp programming and to decrease the likelihood of causing patient undo discomfort. Both impedance checks were within normal range with the exception of instances 0<(>&<)>2, 2<(>&<)>3 with ranges of >4000. Battery longevity was 71-98 months. During testing the patient noted sensory response in the groin, left testicle. The patient program was changed to avoid configurations with >4k impedance. Patient was placed on program 1 (3-, 1+), 210 pulse width, 14 hz, @ 1.0 amps where they felt stimulation comfortably in the groin and left testicle. The denied any change or worsening of pain in lower back or ble at this time. They were placed on a new program and an x-ray of the implant had been ordered. Explant had been discussed due to future MRI imaging recommended by the patient's pain doctor. It was reported the issue had not been resolved at the time of the report. No further complications were reported or anticipated. [Relevant medical history: surgical history includes multiple back procedures with hardware to correct pain, most recent procedure was (B)(6) 2019, history of multiple falls both prior to and after implant]